Manufacturer narrative:
Approximate age of device- 1 day. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's blood culture was positive for candida and pseudomonas aeruginosa was also positive. Pump power was increasing thus the surgeon's made a decision to exchange the pump on (B)(6) 2018. Additional information stated that the patient was not discharged after the hmii implantation on (B)(6) 2018. The patient had an impella and the infection was continued from the impella support. The pump power increase was possibly due to the pump thrombosis related to the infection. No additional information provided.

Manufacturer narrative:
Manufactures investigation conclusion: the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline (dl) severed approximately 1.5¿ from the pump housing and a distal end of the dl was returned in one segment measuring approximately 36¿ in length. The outlet elbow was returned attached to the pump¿s outlet port. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, sealed outflow graft bend relief, bend relief collar, and apical sewing ring were not returned. Evaluation of the outlet elbow revealed no evidence of depositions or thrombus formations. Upon disassembly of the returned pump, examination of the distal-side of the inlet stator revealed a thrombus formation adhered around the inlet bearing cup. The thrombus ring appeared to form in loosely laminated layers and also revealed areas of denaturation, indicating that it developed in this location over an undetermined amount of time while the pump was operating. Additionally, examination of the proximal-side of the outlet stator revealed a thrombus formation adhered around the outlet bearing ball and over the outlet stator vanes. The thrombus formation appeared to have some areas of denaturation, indicating that the thrombus developed in this location over an undetermined amount of time while the pump was operating. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, they could have caused increased resistance on the spinning rotor, resulting in the pump power increase reported by the account. Additionally, although a specific cause for the reported infection could not conclusively be determined through this evaluation, the account noted that the infection continued from impella support. A correlation between the observed thrombi and the patient¿s infection could not conclusively be established. The pump was cleaned and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Thrombus and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.